Event description:
The customer was hospitalized for high bgs. The customer mentioned that they received different alarms before their admission and did not reprogram the basal rates. Assisted the customer in reprogramming the basal rates. Instructed the customer to call the help line if further assistance is needed.